Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the surgery was cancelled and will be rescheduled at a later date. The later date was unknown to the rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that they had been unable to connect to patient's device. They tried connecting with the patient's handset and communicator and also attempted with their own handset, but no success. They were using an 8840 from their car and were present with patient. The patient reported that the last time they successfully connected to their ins was on (B)(6) 2023. They reported that the patient had been unable to connect to their device for "quite some time." Additional information was received from the rep on 2024-oct-24. It was reported that the answers to the questions were unknown. The patient was requesting to have the device taken out. Additional information was received from the rep 2024-nov-05. They reported that no action or plans had been taken yet, but the patient had a follow up appointment planned for on (B)(6). Additional information was received from the rep on 2024 -dec-03. They reported that the patient was getting the device removed, and did not want a replacement. The surgery was scheduled for on (B)(6) 2024. At this time, it was unclear if the device would be returned.